Event description:
Bard urinary drainage bag ez-lok 2000ml overnight bag ref # 154006. Patients are complaining that they leak at the bottom with the green clamp. The clamp was not closing or not clicking to lock.